Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo clip l 10mm pistol grip single use clip applier. The instrument was received partially applied with three remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Based on the evidence available the reported condition could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device in a laparoscopic sleeve gastrectomy procedure. The clip applier was being fired on the staple line to prevent bleeding. The surgeon was able to squeeze the handle when the issue occurred and the jaws were able to close. There were issues experienced with the loading or firing of the clips. Clips were able to load properly into the jaws during use and able to be fired from the device. All of the fired clips were malformed. They were removed from the patient. In order to resolve the issue and complete the case, opened a new device. There was no patient harm.